Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test during normal use. The customer¿s blood glucose level was 11 mmol/l. Customer stated that they get failed battery test alarms several times after clearing alarms. Troubleshoot for failed battery test alarm was performed and customer reported that he received the failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the self test, displacement test due to failed battery test anomaly. Pump passed stop current and run current test.